Manufacturer narrative:
Of the 8 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 8 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - power issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-34 years of age and between 26 and 160 pounds. Of the reported patients, 4 were male and 4 were female.